Event description:
The pump was returned to animas for investigation on (B)(6) 2015. Investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for investigation on (B)(6) 2015. Investigation was completed on (B)(6) 2015 as follows: a crack was found alongside of the battery compartment and on the pump u groove. The returned battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).